Event description:
It was reported that; on (B)(6) 2015, the patient underwent the surgery (t11-12-l1-3-4, l2 vertebroplasty). On (B)(6) 2016, the patient underwent the removing surgery. The surgeon found that the screw shaft was broken(l4 right). Therefore the surgeon removed the screw and broken piece.

Manufacturer narrative:
Type of reportable event: malfunction. Method: visual analysis, device history review, complaint history review, risk assessment; result: the broken screw was visual inspection and was confirmed to be fractured into two pieces. Fractured piece was returned. No relevant manufacturing issues were found upon DHR review. The event was identified during the removal of the implants after the patient fused. The surgical technique states that the expected life of spinal implant components is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. Conclusion: the probable root cause of this event is fatigue due to finite expected life of implants.

Event description:
It was reported that; on (B)(6) 2015, the patient underwent the surgery (t11-12-l1-3-4, l2 vertebroplasty). On (B)(6) 2016, the patient underwent the removing surgery. The surgeon found that the screw shaft was broken (l4 right). Therefore the surgeon removed the screw and broken piece.